Event description:
The customer reported a 2 units of plasma derived from whole blood that had hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: two disposable sets were received for evaluation. Samples from the sets were centrifuged, and a strong yellow color was observed in both samples. Hemolysis testing was performed on the returned sets, with concentrations of free hemoglobin found to be 12mg/dl and 11mg/dl. Hemolysis testing was performed on the cationized and super-cationizated membranes with no hemolysis found. Reserve samples for this lot were visually examined and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing records were reviewed with no issues noted. Root cause: the concentrations of the free hemoglobin were both less than 20 mg/dl; therefore, it is inferred that the plasma was strongly affected by the abnormality in the color, which was the result of something other than hemolysis, rather than being hemolyzed after centrifugation. Besides hemolysis, orange-tinged plasma can also be caused by the following:-contamination of red blood cells in plasma, or-plasma exhibits a strong yellow color such as hyperbilirubinemia.